Event description:
Nursing staff noted that epidural catheter was disconnected from alligator clamp when removing catheter. Alligator clamp was taped per manufacturer recommendations. Epidural provided adequate pain relief for delivery.